Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 600 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.